Event description:
It was reported that this pacemaker exhibited farfield signal oversensing and stored a pacemaker mediated tachycardia (pmt) episode due to sinus tachycardia. In addition, the patient reported feeling unwell and had experienced a syncopal episode at home. It was noted that the patient has a history of seizures. Upon further review, there was no indication of device involvement, and there were no stored events that correlated with the reported syncope. Technical services (ts) reviewed programming options for the observed farfield signals. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding the explant procedure and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited farfield signal oversensing and stored a pacemaker mediated tachycardia (pmt) episode due to sinus tachycardia. In addition, the patient reported feeling unwell and had experienced a syncopal episode at home. It was noted that the patient has a history of seizures. Upon further review, there was no indication of device involvement, and there were no stored events that correlated with the reported syncope. Technical services (ts) reviewed programming options for the observed farfield signals. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.